Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty placing this lead on the patient's right side. Subsequently the cardiac resynchronization therapy defibrillator (crt-d) system was implanted on the left side. When the physician went to tie down the suture sleeve for this lead, it was not visable. Thus a suture sleeve from a different type of lead was used to tie down the lead. Boston scientific technical services (ts) advised the field representative that this is an off label use of the suture sleeve. The field representative also noted that the suture sleeve for the implanted lead was likely inside the vein. No adverse patient effects were reported.